Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is one of twelve manufacturer reports being submitted for this case. The dates of the events are unknown; however, according to the article the study period was from (B)(6) 2008 to (B)(6) 2011. For this reason, the first day of the reported study period ((B)(6) 2008) was used as the occurrence date. In this case, the exact valve model number is not available. Therefore, this report will reflect an unknown edwards sapien transcatheter heart valve. The possible PMA numbers associated with an edwards sapien transcatheter heart valves are:  p110021- edwards sapien transcatheter heart valve; p130009 - edwards sapien xt¿ transcatheter heart valve. Reference article: dubois, christophe, et al. "Prospective evaluation of clinical outcomes in all-comer high-risk patients with aortic valve stenosis undergoing medical treatment, transcatheter or surgical aortic valve implantation following heart team assessment." Interactive cardiovascular and thoracic surgery 17.3 (2013): 492-500. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event.  Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets.  Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction.  Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle.  Depending on the severity it could be an indication for valve replacement or medical intervention.  Tissue calcification is a very common failure mode.  The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood.  Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself.  It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.  A very common failure mode is tissue calcification.  The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood.  Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself.  It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The article reports one patient needed surgical valve replacement (svr), within 30 days follow up due to severe aortic regurgitation secondary to premature leaflet degeneration. Details of the event was not provided. The cause of the event is unknown; however, procedural and patient factors not provided could have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), through the review of the medical article ¿prospective evaluation of clinical outcomes in all-comer high-risk patients with aortic valve stenosis undergoing medical treatment, transcatheter or surgical aortic valve implantation following heart team assessment¿ regarding a group of patients who underwent tavi by tf or ta approach with an edwards sapien valve or edwards sapien-xt, the following outcomes were observed: one patient needed surgical valve replacement (svr), within 30 days follow up due to severe aortic regurgitation secondary to premature leaflet degeneration.

Manufacturer narrative:
This is one of twelve manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2019-04314, 2015691-2019-04315, 2015691-2019-04316, 2015691-2019-04317, 2015691-2019-04318, 2015691-2019-04319, 2015691-2019-04320, 2015691-2019-04321, 2015691-2019-04323, 2015691-2019-04324, and 2015691-2019-04325.